Manufacturer narrative:
Investigation in process. Device remains implanted. At this time it is unknown if a revision surgery has been planned. Remains implanted.

Event description:
It was reported that the patient had an initial right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient has been experiencing pain in the lower part of the knee and tibial slippage.

Manufacturer narrative:
Patient is status post bilateral knee tka. This complaint is for the right knee where a tm monoblock tibia remains implanted since (B)(6) 2014 (implanted for approximately 1 year, 8 months as of the tmt complaint notification date). The device was manufactured, inspected and packaged within established process specifications and the mating femoral component was found to be compatible with the tibial component. Per the op notes, cutting and alignment jigs were used and the resected tibia was flat at the time of device implantation and the knee had an excellent range of motion and good ligament balance in flexion and extension with the trials in place. And while one of the x-ray images illustrates the presence of a tm monoblock tibia in the right knee, the poor quality of the x-ray images precludes further investigation such as the tibial coverage by the device or the position/orientation of the device. The patient¿s body mass index (bmi) places her in the obese category which, according to the tm monoblock tibia package insert, may increase the risk of device failure due to loosening. However, given the limited information available, tibial slippage, as alleged in this complaint, cannot be confirmed. This investigation is considered closed at this time. Should additional information become available, this investigation can be re-opened.

Event description:
It was reported that the patient had an initial right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient has been experiencing pain in the lower part of the knee and tibial slippage.

Event description:
It was reported that the patient had an initial right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient has been experiencing pain in the lower part of the knee and tibial slippage.